Event description:
It was reported that new software had been installed, and the clinic was going to use the programmer on a patient. When the application began to load, the programmer locked up with a system error. The service disk was used in an attempt to clear the error, with no success. Another programmer was used. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer displayed an error upon entry to the application.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.